Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the tecnis monofocal intraocular lens (iol) was removed from the patient's left eye (os) on (B)(6) 2018 because the patient could not adjust to the lens. No further information provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 04/03/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed. The condition observed and the way in which the cut is formed is consistent with a lens that has been cut due to ¿iol removal process or explant¿. The reported issue could not be verified on the return. No product deficiency was identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.